Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Brand name unknown / not provided. Catalog and lot number unknown / not provided. Tsvtwb10, imp,tsv,4.7,10,mtx,mg/lot number-1257466. PMA/510(k) number not available. It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the clinician attempted to place an implant in tooth site #3 and it disengaged from the driver into patient mouth. No impact to the patient, as a new implant was placed in the same procedure.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: investigation type codes were added: 4110, 4111 and 4114. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 4315. The unknown driver was not returned. Visual evaluation of the as returned implant identified minor signs of use. No damage. Based on the evaluation, the driver malfunction could not be verified. There is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimvie. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product (unknown driver) is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A definitive root cause could not be determined. However, based on the investigation, IFU and risk file review, the most likely causes determined from the investigation are implant with/without fmt is not transferred from sterile environment to patient in accordance with IFU (e.g., incorrect tool selection) -- overuse or mishandling causing wear. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.